Event description:
Philips received a complaint on the defibrillator indicating that the device was unable to perform shock test during daily check. There was no patient involvement.

Manufacturer narrative:
Reporter first name: (B)(6).